Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced tip/luer of syringe cracking/damaging/deformation prior to use. The following information was provided by the initial reporter: caller reported, "customer reported where the needle attaches to the syringe was bent and unusable." Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657. Product lot # - [m602160]. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced tip/luer of syringe cracking/damaging/deformation prior to use. The following information was provided by the initial reporter: caller reported [customer reported where the needle attaches to the syringe was bent and unusable.] Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot # - [m602160] did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes.

Manufacturer narrative:
H6: investigation summary. One sample received for investigation, visual inspection was performed, the sample has damage in the luer. Possible root cause, during the investigation on the floor, it was detected that the defect is generated in the conveyor belt that directs the product from the molding stage to marking, this has bolts or nozzles in which barrel can get stuck causing similar damage. In the month of september 2020 (after the reported batch is manufactured) a general review of the condition of the conveyor belts was carried out on all lines to ensure that there are no screws, nozzles or any other component that could cause a jamming. This activity is contemplated in the semi-annual maintenance plan. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.